Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. There was no reported impact to the customers blood glucose level. No additional information was provided. Customer declined to troubleshoot with tandem technical support.